Event description:
Emt's were called to a 68yr old male who had collapsed. Fire dept personnel were performing CPR when the emt's arrived. The pt was described as blue from head to neck and diagnosed as pulseless and apneic. The electrodes were attached to the pt and the operator next connected the defib cable to the electrodes. An automatic ECG analysis was performed, a shock was advised and delivered. On at least three subsequent analyses, a continuous motion alarm was allegedly observed for no apparent reason and the analysis was not completed. A subsequent ECG analysis resulted in no shock being advised. The operator also complained that during CPR, the defib cables would fall off of the electrodes. Paramedics arrived and took over care of the pt. The pt remains in the hosp at the time of this report. The pt was described as possibly brain dead. The rptr indicated that the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition and unknown down time.